Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery occurred on (B)(6)2022 and a lead was explanted and replaced. The patient has effective therapy post operatively.

Event description:
Related manufacturer reference number: 3006705815-2022-01296. It was reported that the patient was not getting adequate therapy on one of the leads due to high impedances on several contacts. Therapy is autoreducing due to high impedances on the contacts. As a result, surgical intervention may occur to address the issue. It is unknown which lead was affected, so both are being reported.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.